Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip prematurely deployed. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.